Event description:
The stealthstation software target centric guidance view assists the surgeon in directing an image guide instrument along a surgical plan toward a specific target. This view is most commonly used for image guided needle biosy procedures. The target centric guidance view monitors the position of the instrument's tip along the surgical plan as the instrument is advanced. The position along the plan is represented by a blue arrow that moves down the right edge of the guidance view as the instrument is advanced. When the blue arrow reaches the border of the red area, the top of the instrument has reached its predefined target. However, in the stealthstation software target centric guidance view versions 4.1.2 and 4.1.3 the indicator arrow reverses direction, indicating withdrawal as the instrument advances. The distance the indicator arrow withdraws is the equivalent to the distance by which the target has been overshot.